Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a button error. The customer tried to clear the alarm by removing the battery and reinserting it but the pump kept vibrating with a button error alarm. No further details were given; the customer could not troubleshoot until they verified their pump's serial number.